Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1 mm, vticmo 12.1, -9.0/1.5/078 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.

Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial with moisture on lens. Visual inspection found no visible damage to the lens. Device code 1494: acd<3.0mm. (B)(4).